Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with a concomitant pacemaker. The sicd was sensing the paced outputs from the pacemaker instead of the actual rhythm. Boston scientific technical services (ts) recommended reprogramming the concomitant pacemaker. No adverse patient effects were reported. The device remains in service.